Event description:
This was reported as a general comment that during the use of a prostyle device, the end plates took a piece of the arterial lumen upon deployment. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. Attachment medwatch report #mw:(B)(4). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of unspecified tissue injury listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.